Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was noted during use that the catheter had some bubbles which appeared along the silver coating. There was no patient injury.

Manufacturer narrative:
Evaluation summary: a device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. In addition, all dhrs are reviewed for accuracy prior to product release. One photo was provided by the customer. The picture shows a part of the palindrome catheter inside the patient. In this photo a section of the catheter was observed with bubbles or blistering. A sample was also received for analysis and investigation. Visual evaluation of the catheter was performed and showed the antimicrobial (am) sleeve with bubbles. The reported event was confirmed with the photo provided by the customer and later with the sample received. Based on the available information this event could not be attributed to the manufacturing process. The most probable root cause can be considered as a different cleaning agent than recommended was used. No further actions are required. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was working well and the patient had no fever, when redness and pus was noticed at the exit site. It was noted that the catheter had some bubbles which appeared along the silver coating. The patient was treated with antibiotic cream. There were no high levels of white cells in the blood analysis or shiver during dialysis treatment.